Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of damage to a groshong catheter at the bifurcation is confirmed, and the cause appears to be use-related. The device returned was one dual lumen 5 fr groshong nxt catheter. Visual observation found that the printing on the distal extension leg was partially worn away. There was a large crack at the junction of one of the suture wings with the bifurcation. Functional testing found that the crack in the bifurcation leaked when the distal lumen was infused. Attempting to block this crack found that the distal lumen would infuse through the valve, with some difficulty. The proximal lumen infused, but forced some use residue partially out of the valve. Microscopic evaluation found the crack in the bifurcation to manifest an irregular surface, most likely indicative of a tearing failure mode. It is evident that the catheter functioned for some time after placement, or at least that the issue reported was not noted until over a month after placement occurred. Therefore, this cracking and resultant leak occurred during use. Potential contributing factors of this event may include excessive manual manipulation and inadequate securement. The IFU states the following; ¿catheter does not require ¿s¿ curve for dressing and securement.¿ ¿to minimize the risk of catheter breakage and embolization, the suture wing and ¿y¿ adapter must be secured in place.¿ ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ ¿do not place sutures around catheter.¿ the IFU also contains instructions regarding the proper securement of the catheter. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage from the crack on the bifurcated connector of the catheter was observed when flushing. The device had been implanted for chemotherapy via the left basilic vein on (B)(6) 2017. After leakage was found, the catheter was removed immediately on (B)(6) 2017. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device, not yet returned.

Event description:
It was reported that leakage from the crack on the bifurcated connector of the catheter was observed when flushing. The device had been implanted for chemotherapy via the left basilic vein on (B)(6) 2017. After leakage was found, the catheter was removed immediately on (B)(6) 2017. No patient injury was reported.